Event description:
Reporter alleged obtaining discrepant blood glucose values of 423 mg/dl back to back with a result of 150 mg/dl when testing was performed within 10 minutes on the advantage system. Reporter stated he was not experiencing any hyperglycemic symptoms during the time of testing and no actions were taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.